Event description:
An adjustable distal radius fixator placed on the patient was noted to have lost reduction due to loose fixator. Fixator is scheduled for removal and patient will be revised.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.